Manufacturer narrative:
The customer was provided with a replacement glidescope smart cable. The smart cable was returned for evaluation. A technical service representative connected the returned smart cable to a test video monitor and confirmed no image only static green lines. Since the customer received a replacement smart cable are no repairs available the returned smart cable was scrapped. Based on similar complaint investigations, an internal corrective and preventative action (CAPA) has been initiated to conduct a thorough investigation into the loss of image during smart cable use. Should additional information become available a supplemental report will be submitted in accordance with 21 cfr 803.56. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would cut in and out. Reportedly the issue was isolated to the smart cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.